Event description:
While testing the unit at the user facility, it was reported that the attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported and no adverse consequences alleged with this event.